Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a watchdog timeout error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the blank display and is unable to resolve even with inserting a new battery. The customer dropping the insulin pump last night and receiving the watchdog timeout error. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to blank display. Pump received with minor scratched lcd window and cracked reservoir tube lip.